Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR report: 1627487-2011-03172. Reference MFR report: 1627487-2011-03182. Reference MFR report: 1627487-2011-03183. Reference MFR report: 1627487-2011-03184. The pt received an scs system including an ipg, two percutaneous leads (from 2 separate lots) and two anchors (from 2 separate lots) on (B)(6) 2011. It was reported that the systems were explanted on (B)(6) 2011 due to a (B)(6) infection. The pt was treated with IV antibiotics. Follow up on the pt found that the infection has resolved and the pt is doing well. No further info is available at this time.